Manufacturer narrative:
(B)(4). Device evaluation: no flow condition not confirmed. Device's cap was removed, and flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the sample. Additional: a batch review was performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which no flow was observed after filling. The device was filled with saline. Force priming was attempted, but there was no flow. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been requested but not yet received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.